Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen.2 on a cobas c 111 analyzer. The sample initially resulted in a cholesterol value of 408.19 mg/dl. The sample was repeated, resulting in cholesterol values of 203.71 mg/dl and 201.57 mg/dl.

Manufacturer narrative:
The serial number of the c111 analyzer is (B)(6). The investigation is ongoing.